Event description:
The customer reported to olympus that high flow insufflation unit, smoke was able to be evacuated at first at the high insufflation unit (uhi-4), but then it was no longer possible. The pinch valve did not move even when we pressed the foot switch. The measurement pressure setting was 10 mmhg, but the measurement was 1 mmhg. The measured pressure reached 7mmhg and the smoke was able to be evacuated. The issue occurred during a procedure. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.